Event description:
Additional information was received from the consumer on 2017-01-03 reporting that their machine only showed an ¿I¿ in the left hand corner which meant ¿informational.¿ the consumer reported that they had been told is the same as the number in the right hand corner on some units. It was reported that the only thing the patient could do was turn it off. The patient had scoliosis in their spine so the spine is not strait. The consumer reported that maybe that was why nothing had changed. The patient was disappointed that it had been less than 3 years since the last implant, especially when it was only turned on when the patient was standing. The patient even had to turn if off if they leaned back in their recliner. The patient was sent a list of physicians and was presently getting in touch with one to set up yet another surgery. Their pain was just too high to not have a stimulator unit. The patient stated that the stimulation units really made their life much easier. It was also reported that there was awful scarring after the 2 implants and this would be their 3rd implant.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that an unknown error code was found on the patient programmer. There was also a new ins/battery icon on the top row which indicated that the battery was low. Patient services mentioned that the error had likely been elective replacement indicator (eri). The patient stated it was sooner than expected to see low ins battery for this ins as well. The factors that determined ins battery longevity were reviewed. It was reported that the patient had high settings. It was reported that since their original implant they had not been able to lay down flat with stimulation on including when it was turned low so that had to turn it off to sleep. The patient stated that they took sleep medications and did not feel pain. It was reported that the patient had difficulty turning it back on due to the message appearing and the patient could not stand without stimulation being on. It was reported that the patient had eventually been able to resolve this and get the message off of the screen to turn on stimulation. It was reported that the patient had the implant for pain in their back and their walking and standing issues. The implanted helped at least 50% and closer to 75%. The patient mentioned that they had scoliosis. The patient had been having new medical problems starting in (B)(6) 2016 including lupus and lymphedema which was possible caused rom scars and surgeries but was unrelated to the scs system. However it was stated that these issues were adding to the patient¿s pain. The 2nd implant was reported to have been much better. The patient noted that at the procedure they were ¿like a test dummy¿ and ¿it was an instructional environment.¿ health care professional (hcp) listings were requested. On 2016-12-13 additional information was received from the patient, indicating that they did not get their listing of doctors. Patient services sent the listings again. The patient noted that the error code on their programmer was eri (elective replacement indicator). They mentioned they are taking 16 other medications and taking ms. Their previous two battery replacements were due to normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.